Event description:
It was reported that the patient presented for a mitral clip procedure. During procedure, atrial lead dislodgement was noted. It was noted that the implanted right atrial (ra) lead exhibited loss of capture and loss of sensing. Fluoroscopy and echocardiogram confirmed ra lead dislodgement. The lead was programmed off on (B)(6) 2025. The patient was in stable condition.